Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported experiencing elevated blood glucose levels of approximately 300 mg/dl; took correction via pump and pen after accessories changed without success. No adverse event reported. Requested return of the alleged device for evaluation.